Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump failed calibration testing. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. Testing showed that during one of three delivery tests the device delivered slightly outside of system specifications. The inaccuracy result was 6.37% which is 0.37% outside of specifications. The pump expulsor was replaced in order to address this issue.